Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant back to back inr results using coaguchek xs meter (B)(4). At 7:51 pm, the customer tested by fingerstick on the meter and the result was >8.0 inr. At 7:52 pm, the customer tested by fingerstick on the meter and the result was 3.7 inr. The customer has a therapeutic range of 2.0-2.5 inr. Customer's hematocrit is within range and has no antiphospholipid antibodies, no heparin, no new illness, no diet changes and no bleeding or bruising. The customer's current condition is stable. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.